Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis and subsequent death due to an unknown cause. The breach was further described as the patient did not wear a mask and did not follow aseptic technique while performing pd therapy. On the same day as onset, the patient was hospitalized for the peritonitis and another indication. On an unreported date, while in the intensive care unit, the patient began treatment for the peritonitis with vancomycin (dose, frequency and route not reported). During hospitalization, the patient withdrew from pd therapy because the patient's pain was unable to be controlled (no further detail was provided). Subsequently, the patient passed away, during hospitalization, due to an unknown cause. It was not reported if the patient recovered from the peritonitis event prior to death. An autopsy was not performed. No additional information is available.